Event description:
It occurred during the nurse's preparation to insert zso. Kink occurred in the pigtail when the nurse inserted zso into the g/w. So, the doctor used another zso-7-15. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the device evaluation of the zso-7-15 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). The labelling was not followed. The device labelling specifies that a 0.035-inch wire guide must be used with the device. Image review an image was not returned for evaluation. Root cause review a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The smaller size of the wire guide may have contributed to the development of kinks. Additional information confirmed that there was user error of the wireguide not being inspected for damage prior to use. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was determined. The device was used with 0.025-inch wire guide. A CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 11-jun-2025. 1. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact. 2. What was the target location for the stent? Hialr biliary duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stent storage in ercp room. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* visiglide2 0.025inch, 450cm, 5. Was the wire guide lubricated prior to use? Yes. 6. Was the wire guide inspected for damage prior to use?* no. 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? It happened when the nurse was preparing. 9. If yes please indicate the type of procedure performed. It happened when the nurse was preparing. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11. If not with the device in question, how was the procedure finished?* the doctor used another zso-7-15. 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? No. 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes, but it happened when the nurse was preparing. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v, 4.2mm. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 4. Please indicate the location in the body where the stent device was to be placed. Hilar biliary duct. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location?* it happened when the nurse was preparing. 7. Was resistance encountered when advancing the introduction system in place to the target location?* it happened when the nurse was preparing. 8. How did the physician deal with this resistance? It happened when the nurse was preparing. 9. How did the physician determine the length of the stent to be used for the procedure? The length was measured using fluro equipment. 10. Where was the stricture located in the duct? Yes but it happened when the nurse was preparing. 11. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. 12. Was resistance encountered when advancing the stent through the obstructed area?* it happened when the nurse was preparing. 13. After placement, was stent position verified? N/a. 14. If yes, please describe how. 15. Please estimate the amount of time the stent was in place prior to this occurrence. N/a. 16. Did any section of the device detach inside the endoscope or patient? No. 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a. 19. Was the broken device retrieved? N/a. 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. It happened when the nurse was preparing. 25. Did the patient require any additional procedures as a result of this event? No. 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 29. If yes, please specify what was observed and where on the device it was observed. * not applicable if problem occurred at removal.